Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump was delivering boluses without user input. A review of the bolus history showed multiple boluses delivered by the pump. The patient indicated that blood glucose (bg) level was 63 mg/dl with the only symptom of ¿feeling when sugar goes low,¿ which does not meet the criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2014 with the following findings: during investigation, the pump powered on to the verify screen with audible and vibratory function. The ezprime sequence was successfully completed with no errors occurring. The pump was exercised for a 24 hour duration period with no alarms or warnings occurring. No unprogrammed boluses were delivered or recorded in the pump history during the 24 hour duration period. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on the keypad. The history settings issue was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.